Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02658. It was reported that the patient died. The patient presented with acute myocardial infarction (ami). One 32x3.5mm, eccentric, non-totally occluded, target lesion was located in a moderately tortuous left anterior descending artery. Following predilatation, a 3.5x32mm promus element plus drug eluting stent was implanted to treat the lesion. A second target lesion, located in the right coronary artery was treated with implantation of a 3.5x20mm promus element plus drug eluting stent. The patient was not stable post-deployment and was treated with medications. However, the patient died the following day.